Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged,indicator wheel failure. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The device was cycled and ejected the remaining clips due to the found condition and then, the device locked out as intended but the orange indicator did not show up completely. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device couldn`t be fired. No additional reason was given by the hospital. Another device was used to complete the procedure. There were no adverse consequences for the patient.